Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 4 mg/ml for a total dose of 1.5 mg/day via an implantable pump. It was reported a motor stall was reported in logs on 2020-dec-13. It was reviewed to silence the alarm and put the pump to minimum rate mode. The patient was to be managed with oral or intravenous medication, and was to have the pump replaced (date unknown). Troubleshooting was not required, and the issue was not resolved through troubleshooting. It was noted the rep did not know the patient's weight or diagnosis. The patient was from out of state and was vacationing in florida. The patient had symptoms of nausea. It was noted there was no magnetic resonance imaging (MRI) or environmental exposure. The event date was (B)(6) 2020. Additional information received indicated they had silenced the pump alarm and wanted to review whether or not the hcp has to update the pump to minimum rate. It was reviewed updating the pump was something the hcp should be doing. The rep was to run this by their hcp. Further information received indicated the pump was programmed to minimum rate and silenced the alarm. It was noted that the patient called and stated the pump was alarming again. It was discussed when silencing an alarm you are silencing an active event. If the motor stall recovers and then stalls again this is a new event and the pump will alarm. No further complications were reported/anticipated.